Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2022-01376. It was reported that patients ipg was inoperable and end of life. Patient has two systems implanted. It is unknown which ipg was dead and when patient lost therapy. As such patient is awaiting surgical intervention to address the issue. No further information available. Both ipg¿s are reported as it is unknown which was liable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Additional information received indicated patient underwent surgical intervention on 17 march due to pain in the ipg site. As such the ipg was moved from her back to her stomach. No complications to report. Stimulation was restored successfully.